Manufacturer narrative:
The insulin pump passed the prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump has alarmed no delivery five times since he started using the device. When alarm occurs during bolus, customer connects and reconnects the reservoir and infusion set and once he connects back to the insulin pump it delivers the remaining bolus. Customer had changed the infusion set and the device had alarmed no delivery twice. Customer believes the piston in the insulin pump is the cause of the issues. Customer requested the device to be replaced and declined troubleshooting. Customer agreed to return the device for further analysis.